Manufacturer narrative:
(B)(4). Additional information was obtained: the prolene suture was used for vascular anastomosis. Not for subcutaneous tissue and fascia.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/23/2019. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. The patient demographic info: weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? No information available 2. What was the surgical approach (open, laparoscopic or other)? Open 3. Were there any concomitant procedures performed? No 4. On what tissue was the suture used? "Subcutaneous" tissue and fascia 5. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No information was made available. 6. How was the suture placed, interrupted or continuous? Interrupted. 7. What were current symptoms following the index surgical procedure? Onset date? No information available. 8. What was the date of the revision procedure? (B)(6) 2019. 9. What was the appearance of the suture during the revision surgery? No information available. 10. Quantity of blood loss? No information available. 11. Was medical intervention provided for the blood loss? If yes, please describe. No. 12. Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? No further measurements were taken. 13. Was the prolene suture used on the vascular tissue or the fascia?(initially reported as vascular anastomosis, then answers note the fascia) sales rep reported this to be "subcutaneous" tissue and fascia. No further information is available. Note: adverse event related to suture breakage post-op was reported via 2210968-2019-79792.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: implantation date: (B)(6) 2019.

Manufacturer narrative:
(B)(4). Evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2019-79792, 2210968-2019-79793, 2210968-2019-79794 and 2210968-2019-79795. Analysis results have been included in follow-up reports for each. Sixteen unopened samples of product code were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damages or suture breakage noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage post-op was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Year of birth - (B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: total qty of suture breakage involved during use on patient? Vascular anastomosis, opened 1/3. How was the bleeding stopped? Bleeding was stopped with new prolene suture from different lot. Was procedure completed successfully? And how? Revision surgery was successful - patient in intensive care for one night. Any patient consequences/ae outcome as a result of the event report? No. Were there any other unexpected outcomes or complications as a result of event report? No. Was the patient treatment altered in anyway? Revision surgery. Patient current condition? Stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify ¿opened 1/3¿. How many sutures broke during the procedure? Please clarify ¿revision surgery¿ ¿ was an additional procedure performed after the initial procedure? Was the patient¿s post-operative care altered as a result of the bleeding? Was admission to intensive care for one night part of normal post-operative care plan? Were post-operative medical interventions performed due to the intra-op bleeding, such as administration of blood products? Additional information was requested and the following was obtained: postoperative tearing of the vascular suture with subsequent life-threatening bleeding. Before and after, a total of 4 more threads from the same box tore right through without traumatization.

Event description:
It was reported that a patient underwent a vascular surgery on (B)(6) 2019 and suture was used. The suture broke during used. There were no adverse patient consequences reported.